Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 673 mg/dl at the time of incident. The customer's current blood glucose is 120 mg/dl. Customer¿s other blood glucose was 495 mg/dl, 573 mg/dl, 200 mg/dl. The customer was treated with intravenous drip and 25 units of novolog in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. The customer performed self-test and it passed. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.